Manufacturer narrative:
(B)(4). Customer reports: inpen not pairing to phone app per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. Missing dose window and broken belt clip noted. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen received with leadscrew [1/4] of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. The injection button was removed and [small amount of] dust / debris was found under the dose button or dose knob. Inpen electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No anomalies were noted. A battery test was performed, and the battery measured at (0.000) volts. In conclusion: it was determined that cause of inpen not pairing was due to depleted battery (0.000v). The customer complaint of no communication / pairing was confirmed. In addition, unit was received with missing dose window and broken belt clip. Cap attached to inpen properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pen window was broken off and cap was no longer stays. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pen was returned for the analysis.